Event description:
Beaufils j, ferrapie al, dinomais m, saout v, menei p, richard I. Progression of scoliosis after intrathecal baclofen in an adult patient with multiple sclerosis. Annals of physical and rehabilitation medicine. 2012;55 (suppl 1): e206-e207+e208. Summary/reported event: intrathecal baclofen (itb) induces modification of axial tonus. The role of itb in the evolution of scoliosis has been studiedmainly in cerebral palsy. We present the case report of an adult female multiple sclerosis patient who developed a major scoliosis after implantation of a baclofen pump. Case report.- a woman, 45 years old, with spastic quadriplegia secondary to multiple sclerosis evolving since 1984 presents thoracolumbar pain 30 months after intrathecal baclofen pump insertion in 2006 at the age of 40. Plain x-rays show a rapidly progressing right thoracolumbar scoliotic curve (cobb angle october 15, 2008: 78 versus 548 on january 12, 2012) requiring a t3-sacrum posterior fusion february 1, 2012). This patient has no history of idiopathic scoliosis and had not reported back pain prior to implantation. Discussion.- several studies report the evolution of scoliosis after bit in cerebral palsy and discuss the role of the treatment versus the evolution due to skeletal maturation [1,2]. Our case report highlights that major aggravation of scoliosis may occur after itb, in adults outside the risk periods of adolescence and menopause. This draws our attention to the necessity of regular follow up of the spine after itb. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Catheter model: unk, serial/lot#: unk, implanted: unk, explanted: unk. It was not possible to match this event with a previously reported event. (B)(4).